Event description:
It was reported that the 2.8x19mm graftmaster covered stent was used to treat a perforation in the moderately tortuous and 75% stenosed left circumflex coronary artery. However, the graftmaster failed to cross the lesion due to anatomy. Therefore, angioplasty with a 3.0x15mm nc trek balloon was used to treat the perforation. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Based on the information received and analysis of the returned device, the investigation determined that the reported failure to advance appears to be related to operational context, as it is likely the device interacted with the moderately tortuous, 75% stenosed lesion during advancement, resulting in the reported failure to advance and observed deformation due to compressive stress (kinked hypotube). Additional follow up with the account confirmed the observed material separation did not occur during the procedure and likely happened during handling/packaging for return to abbott vascular for analysis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.8x19mm graftmaster covered stent was used to treat a perforation in the moderately tortuous and 75% stenosed left circumflex coronary artery. However, the graftmaster failed to cross the lesion due to anatomy. Therefore, angioplasty with a 3.0x15mm nc trek balloon was used to treat the perforation. There were no adverse patient effects or clinically significant delay. No additional information was provided.